Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received synchroseal instrument to perform failure analysis. The synchroseal instrument was analyzed and the complaint regarding jaws would not open was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly with no issues. Upon visual inspection the jaw ceramic dots were present. The instrument passed the seal and sync tests. The instrument passed electrical continuity. The jaw gap verification passed at 0.003¿. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the synchroseal fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the synchroseal jaws would not open. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noted. The jaws were stuck on tissue and the case was completed robotically by exchanging the instrument. There was no bleeding or unexpected tissue removal.